Manufacturer narrative:
The balloon was used to treat the lesion in the case with no difficulty or abnormal performance from the balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the protective sheath and packaging stylette of an sc euphora balloon catheter. The tip of the catheter was pushed onto the loop of the stylette and the loop of the stylette was pulled down into the slit of the sheath. No patient injury was reported.